Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe (B)(4)) and followings, omsc surmised there was the possibility this phenomenon was attributed to the user handling or the deterioration of the subject device; the foreign objects around the air/water nozzle: it might be attributed to the gap where the fitting part between the distal end cap and the nozzle due to the user handling or the aging deterioration for long-term use of the subject device. The foreign objects in the air/water nozzle: it cannot be conclusively determined. But based on the former cases, it might be attributed to the reprocessing by the user. The foreign object in auxiliary water channel: it cannot be conclusively determined. But based on the former cases, it might be attributed to the reprocessing by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was insufficient or incorrect reprocessing scope during the inspection at the service department of olympus europe (B)(4)). The auxiliary water channel and the air/water nozzle inside were clogged with the foreign objects. The foreign objects were also found around the air/water nozzle at the distal end. There was no report of patient injury associated with this event.